Event description:
It was reported the patient's device "wasn't placed correctly" and the wires "came through the skin." It was also reported the device was replaced. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension. The device was used for an off label indication. The therapy was the device was used for was headache.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).